Event description:
New information received notes the rv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout the procedure.

Event description:
It was reported that a patient presented to clinic for follow up. The patient right ventricle (rv) lead exhibited noise over sensing resulting in pacing inhibition. Programming change was performed. The patient was stable throughout.